Manufacturer narrative:
No medwatch form was received.

Event description:
It was reported that the patient presented to the ER with palpitations. Upon interrogation of the device, no hv therapies were seen in seven vf episodes. The vf episodes indicated aborted therapy due to possible hv lead issue. The device remains implanted and the lead was explanted and replaced.